Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the ICD be returned back from the field for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient's travelled back home to the united kingdom and no intervention will be performed at this time. Additional information indicated surgical intervention was performed and the ICD was explanted and returned for analysis, which is currently ongoing. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is currently undergoing testing, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned ICD was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient's travelled back home to another country and no intervention will be performed at this time. The ICD remains in service. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Additional information indicated surgical intervention was performed and the ICD was explanted and returned for analysis. No additional adverse patient effects were reported.